Manufacturer narrative:
This report is being filed to provide additional information and corrected information in investigation is in process. A follow up report will be provided.

Event description:
Per the customer the hemolysis was seen one hour into the procedure at the site of the connector. The customer's consultant stated that it was highly unlikely that the hemolysis was due to disease state or medication. Per the customer, the plasma was yellow; they deactivated the red blood cell detector because the return line only contained plasma. No medical intervention was necessary for this event.

Manufacturer narrative:
Investigation : the physician did not confirm that the hemolysis was due to disease state. No hemolysis testing was performed. It is not known if the rbcs separate when the product/tubing is spun or rested. There were no clots observed in the channel or channel lines. No custom prime was performed. The disposable lot query was performed for lot 2001163330 and no similar reported occurrences were received against this lot to date. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.

Event description:
Pursuant to european personal data protection laws, patient information is not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.10 and corrected information in a.4 and b.3. Investigation: the run data file was analyzed for this event. Review of the rdf associated with this complaint indicates the possibility of hemolysis during these procedures, as the first ¿cells were detected in plasma line from centrifuge¿ alarm appeared approximately 25 minutes into the procedure and persisted. The operator disabled the rbc detector during the procedure. The system generates this alarm when the rbc detector detects a red/green ratio greater than 1.5 during rbcx procedures. The alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hematocrit was too low, a shift in fluid balance caused the actual hematocrit to increase, or hemolysis may have occurred. The operator did not attempt to adjust the patient hematocrit per the recommendations from the alarm screen; increasing the patient hematocrit would only help if the patient¿s hematocrit was entered too low. The dlogs does not point to a root cause. Additionally, the optia device was found to be operating as intended and the likelihood of disposable set defect contributing is low. This is evidenced by successful disposable prime as well as the lack of inlet, return, and centrifuge pressure alarms prior to the first ¿cells were detected in plasma line from centrifuge¿ alarms and for the duration of the procedure. It is possible the alarm occurred due to patient blood physiology and diagnosis. Updated investigation: a terumo bct service technician checked out the machine at the customer site on device 1p01432 on (B)(6) 2020. The diffuser plate was replaced. All pressure and occlusion testing were completed and passed. Strobe intensity was 64%. All aim lenses were cleaned. An autotest were completed. All tests passed. The device was verified to be operating per manufacturer specifications. Root cause: a definitive root cause for the discolored plasma could not be determined. Possible causes include but are not limited to: - the patient's underlying disease state. - hemolysis in the rbc unit that was transfused to the patient. - an unidentified manufacturing defect in the disposable set. - occlusions/clots in the circuit causing shear induced hemolysis. - a misload of the disposable set. - inaccurate data entry.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation: the machine was checked at the customer site by a terumo bct technician. Reservoir level sensor test, pressure test, occlusion test, aim system tests, autotest all passed. All aim lenses were cleaned and the smudged diffuser plate was replaced. Investigation is in process. A follow-up report will be provided.

Event description:
The customer contacted terumo bct and requested device service after a reported hemolysis event. Additional procedural details are not available at this time. Patient information and outcome is not available at this time. The disposable set is not available for return because it was discarded by the customer